Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The failure of the return products test may be the result of the age of the device. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received two electric shocks from this implantable cardioverter defibrillator (ICD), which triggered a code 1007 due to capacitor charge time exceeding limitations. It was noted that this ICD had reached end of life (eol). Technical services discussed and recommended device replacement. This device was explanted. It was also reported that there was no capture at high threshold output and shock lead impedance values of greater than 200 ohms on the right ventricular (rv) lead. The non boston-scientific rv lead, right atrial (ra) lead, and left ventricular (lv) lead were surgically abandoned during generator change out. New ICD device, ra, and rv leads were successfully placed. Patient condition prevented placement of a new lv lead during procedure. No additional adverse patient effects were reported. As of today, this ICD has not been received by boston scientific for further investigation. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.

Event description:
It was reported that this patient received two electric shocks from this implantable cardioverter defibrillator (ICD), which triggered a code 1007 due to capacitor charge time exceeding limitations. It was noted that this ICD had reached end of life (eol). Technical services discussed and recommended device replacement. This device was explanted. It was also reported that there was no capture at high threshold output and shock lead impedance values of greater than 200 ohms on the right ventricular (rv) lead. The non boston-scientific rv lead, right atrial (ra) lead, and left ventricular (lv) lead were surgically abandoned during generator change out. New ICD device, ra, and rv leads were successfully placed. Patient condition prevented placement of a new lv lead during procedure. No additional adverse patient effects were reported. As of today, this ICD has not been received by boston scientific for further investigation.